Event description:
It was reported via medwatch (B)(4) that the e-sep pencil activated in the cut mode while in the holster without the user activating it. It was also reported that this event happened prior to the surgical procedure and there was no patient involvement. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully with a replacement pencil.

Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch (B)(4) that the e-sep pencil activated in the cut mode while in the holster without the user activating it. It was also reported that this event happened prior to the surgical procedure and there was no patient involvement. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully with a replacement pencil.